Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3156, UDI:(B)(6), serial: n/a, batch:4173940.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which leads have the high impedances.

Manufacturer narrative:
Additional information indicates that after a routine ipg replacement, effective therapy was restored postoperatively and intervention is no longer planned to replace the leads. This device is no longer considered reportable.

Event description:
Additional information indicates that after a routine ipg replacement, effective therapy was restored postoperatively and intervention is no longer planned to replace the leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.